Manufacturer narrative:
D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a flow rate accuracy error, underdosage. The fault occurred during infusion. There was known patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Functional testing could not verify primary problem. There was no problem with device accuracy, and it was not reproducible. Returned unrepaired to the customer at customer's request.